Event description:
Patient reported that their surestep meter was giving the error 2 message. This issue was not resolved with troubleshooting. Patient did not have any symptoms. They contacted their doctor for advice. Unknown if they received any treatment.